Event description:
The device was returned for a shattered screen. Upon return, the screen was broken. Internal investigation was performed to find whatever else may have broken. It was observed the following parts were physically broken: rear housing, front housing, pneumatic plate, left bag hook, upper loading pins, loading pin lip seals, and fva lip seals. The customer complaint was confirmed.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer confirmed they did not check the screen to see if it was reacting to touch/usable biomed reported: physical damage - damaged lcd screen. No patient harm and did not stop an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.